Event description:
It was reported that the autopulse platform will not power on at all when the customer tried to turn it on using multiple, new, fully charged batteries. The platform was received recently and was never put into use. No patient involvement was reported.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.